Event description:
The customer reported that the jaws locked shut. There was no injury to the pt. Additional questions were asked but no further info is available from the site.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained a f/u report will be submitted.